Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) old male patient weighing 60 kilograms. During the procedure, the stent could not be advanced to the target lesion due to the stenosis. The delivery system was removed from the patient and the procedure was cancelled as the patient was not stable due to a reported unidentified co-morbidity. As of the date reported by the complainant, the procedure has not been rescheduled. The patient's cardiopulmonary function was not in ideal status. The physician considered that the risk of continuing the procedure would be high. The procedure was aborted.

Manufacturer narrative:
(B)(4):the device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) male patient weighing (B)(6). During the procedure, the stent could not be advanced to the target lesion due to the stenosis. The delivery system was removed from the patient and the procedure was cancelled as the patient was not stable due to a reported unidentified co-morbidity. As of the date reported by the complainant, the procedure has not been rescheduled.

Manufacturer narrative:
A visual evaluation of the returned device revealed the stent was loaded on the guide catheter via the suture. The proximal end of the push catheter was kinked/bent. There were no damages observed on the guide catheter or the stent. A functional evaluation revealed the stent was able to deploy without any issues. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.